Event description:
It was reported that the right ventricular (rv) lead had low impedance and there was oversensing with arm movements. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.